Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the patient presented to the emergency room with rigors, change in mental status, and shortness of breath. The patient was treated with intravenous antibiotics and that blood cultures were positive for streptococcus viridans. A transesophageal echocardiogram noted lead vegetations and the patient had bacteremia/septicemia. The patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.